Event description:
Patient implanted with distal tibia plate, tubular plate and screw construct on an unknown date. Patient reported pain at the implant site and in the tibia talus joint. Patient returned to the or on (B)(6) 2012 and all hardware was removed. Patient fractures were healed at time of explant. This is 3 of 24 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.